Event description:
A caller reported experiencing a cartridge alarm 20 shortly after loading a new cartridge. The customer's blood glucose reading was at 387 mg/dl, indicating no adverse impact on their blood glucose level. Technical support assisted the caller in properly loading a new cartridge, allowing them to resume insulin therapy successfully, and the issue was resolved.